Event description:
This event involves a patient approximately four months after hvad implantation. The patient collapsed and admitted to the local hospital where a CT scan revealed bilateral thalamic infarct. The patient was transfer and put under therapeutic hypothermia (code ice). Additional testing revealed left basal ganglia lacunar infarct. Patient continued to deteriorate, support was withdrawn and patient expired. Investigation is ongoing.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. Clinical factors may have contributed to the reported event. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This report is associated to 3007042319-2013-00321 as it relates to same patient. No additional information will be forthcoming.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. . Additional information will be submitted within thirty (30) days of receipt.